Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31m epic mitral valve (serial: (B)(6)) was chosen for implantation. Pre procedure mitral regurgitation was grade 3+. After implant and immediately after reversing cardioplegia, a small leaflet prolapse was observed resulting in mitral regurgitation grade 1+. No intervention was performed and patient was discharged.

Manufacturer narrative:
An event of mitral regurgitation was immediately after implant and small leaflet prolapse was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including inspection for proper coaptation. Provided images appeared to show a large regurgitant jet across the mitral valve seen on multiple views consistent with severe mitral valve regurgitation before implant. Short axis native aortic valve view shows tri-leaflet aortic valve with good coaptation. Small transvalvular regurgitant jet seen following mitral valve replacement. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.